Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device connection was loose. The following information was provided by the initial reporter, translated from chinese to english: on july 14, 2024, while replacing a tee for a patient, the nurse noticed a layer of white medication powder around the catheter, viewed and experimented with and found that the tee was not tightly connected to the septal needleless closed infusion connector, gently rotating the two connections was loosening, and there was a leakage of medication in a small amount. There was no effect on the patient.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3158440. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.